Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle had foreign objects, light guide lens had corrosion, adhesive on a-rubber had foreign objects, the connecting tube had foreign objects. The cause of the foreign objects could not be established. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on charged coupled device unit, a noise image occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had noisy image. The issue was found during a diagnostic gastroscopy procedure that was completed with the same device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the completed investigation. Updated fields: h2, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.